Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp), indicating that no overdose was documented.

Manufacturer narrative:
See manufacturer report number: 3004209178-2016-24263 for report of withdrawals. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump with an unknown indication for use. No drug information was provided related to the event. It was reported the patient mentioned prior to withdrawals, she was overdosed. No further patient complications were reported.